Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient had been implanted with a left reverse fracture shoulder following conservative treatment for a non-union fracture. The patient appeared in clinic a few weeks later with a homemade dressing, stating that the wound wouldn't stop oozing. The patient received a saline washout and microbiology samples were taken. Infection markers were still high, so the surgeon decided to change the liner and the glenosphere. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return due to the infection. No device images were able to be obtained. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A review of the sterile certificates and/or the final endotoxin test reports could not be performed since manufacturing information was not provided and the original surgery invoice could not be located from a search of surgery data. The reason for the reported infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.